Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical dir, medical records have been reviewed. Pt was unable to achieve adequate ultrafiltration, which is determined by the prescription of the dextrose concentration in the peritoneal fluid. This pt with cardiac issues, was hospitalized with fluid overload. There is no history of device malfunction which could have caused or contributed to his weight gain. The device was not returned to the MFR for physical evaluation. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) pt's relative reported that the pt was hospitalized for heart-related issues and was retaining fluid while using the liberty cycler. During a follow-up call, the pd nurse stated that the pt was having drain issues and was manually draining post treatment. The pt was scheduled for a heart bypass surgery.